Event description:
Varian informed by nrc of events at a customer site. A physicist was using brachyvision 6.5 and made a mistake when he digitized the images for planning. Four pts were under-dosed that were being treated with low dose manual brachytherapy. The radiation oncologist said that the pts will be re-treated and there will be no adverse outcome.